Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified red particles on the shell, red encapsulation, creases fold, deformation and white calcification on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed and rupture.

Event description:
Physician reported right side rupture,silicone sweating and calcium deposition diagnosed by MRI. Device has been explanted.